Event description:
It was reported that a spectrum infusion pump did not deliver medication. Any patient injury or involvement is unknown.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.